Event description:
The user facility's biomedical engineer reported the automated impella controller experienced purge disc/flag issues. No clinical details regarding resolution or patient condition were provided. No patient was involved.

Manufacturer narrative:
The investigation has been completed. The console was returned. The logs showed the last case in the field before the console was sent back for investigation. The console received a purge disconnect error before shutdown was requested. The purge disc retainer was completely cracked and the purge flag was missing when the console was returned for investigation. It is likely that the failure had already started to manifest during the may 26 case wizard and then the purge retainer was completely ripped off during disconnect. Once the retainer was ripped off, the purge flag could have easily fallen out. The cause of the issue was a broken purge disc retainer and missing purge flag. This report is being filed as part of a retrospective review of historical records.